Manufacturer narrative:
The reported event of high defibrillation impedance was confirmed. X-ray examination found both right ventricular cables separated underneath the right ventricular shock coil region. Visual inspection found an internal insulation abrasion breaching between right ventricular cable lumen and inner coil lumen underneath the right ventricular shock coil region. Both right ventricular cables were found abraded, and the ptfe liner of the inner coil was abraded in this location. The cause of the reported event was due to both right ventricular conductors being abraded under the right ventricular shock coil.

Event description:
It was reported that the patient presented to the hospital for a routine follow-up on (B)(6) 2023. Upon examination of the lead, it was noted that the right ventricular (rv) lead had elevated high voltage lead impedance. The physician explanted and replaced the rv lead on (B)(6) 2023. The patient was in stable condition.